Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead revision procedure, the ventricular setscrew would not tighten. The pulse generator was explanted.